Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "textured" against right device. Later, patient reported a right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Not additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "textured" against right device. The device has been explanted. Later, healthcare professional reported a right side capsular contracture baker grade iii.

Event description:
Device has been explanted.